Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera experienced a fault and the internal battery was flat. Replacement under the age of the camera was required. The camera required replacement as a preventative measure, and no patient was involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot#: p916451, UDI#: (B)(4), h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The 9735821r camera/positioning sensor unit (psu) was returned to the manufacturer for evaluation. It was reported that the returned psu contained scratches on the housing and lenses. A check of the event log revealed intermittent firmware incompatibility. The psu failed an accuracy test (aak) at .251mm with a passing threshold of .250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.